Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and confusion. The reported blood glucose reading at the time of the call was 328 mg/dl. The customer also reported multiple failed battery test alarms. Advised the caller that the battery cap would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.